Event description:
Olympus was informed that the users were not reprocessing the referenced device prior to usage. There was no report of infection or pt cross contamination.

Manufacturer narrative:
An olympus endoscopy support specialist had contacted the user facility to arrange an in-service but the user facility reportedly had declined the offer. The olympus endoscopy support specialist is in the process of attempting to f/u with the user facility again, and this report will be supplemented if significant and relevant info becomes available at a later time. No product was returned to olympus for eval. Olympus instruction and/or reprocessing manuals provide detailed info on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.